Event description:
It was reported that while using bd epicenter¿ single user software there was an increased potential for missassociation due to use error. The following was reported by the initial reporter: it was reported by the customer that epicenter bdxpert rules error. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? No did erroneous results occur? Y if yes¿detailed erroneous results (include # of errors and type): result reported as susceptible for oxacillin.

Manufacturer narrative:
H.6. Investigation summary: customer reporting that a result ((B)(4)) reported as susceptible for oxacillin. When reviewing the specimen at the test level, the antimicrobial grid shows that the fox result was <= 4 (susceptible). Rule 132 only changes ox result to resistant if the result for fox is resistant. The result was sent out from epicenter to the lis as expected. Reviewed the results with the customer. This is not a confirmed complaint of a bd product. Complaints for results were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software there was an increased potential for missassociation due to use error. The following was reported by the initial reporter: it was reported by the customer that epicenter bdxpert rules error. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. Did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): result reported as susceptible for oxacillin.